Manufacturer narrative:
Testing and investigation found the device did not sound an audible tone. This was due to broken red and black wires at the solder joint. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.

Event description:
During verification testing at the service center, the device did not sound an audible tone.